Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on an unknown date in 2008, patient underwent a procedure in which a spacer was implanted. On (B)(6) 2010, patient underwent following procedure: removal of posterior instrumentation; l4-5 gill laminectomy; l4-5 posterior lumbar interbody fusion; l4-5 posterolateral fusion; l4-5 posterior non-segmental instrumentation; intraoperative fluoroscopy; l4-5 placement of interbody fusion cage; for pre-op and post-op diagnosis of: lumbar stenosis and spondylolisthesis. As perop notes: ".. We used a transverse single cage technique. This was done under fluoroscopic guidance. The discectomy was performed using standard instrumentation such as cutters and scrapers to remove the disc material and prepare the endplates. Bone graft and bmp was placed in the disc interspace. This was following by the interbody fusion cage. We used a cage measuring 10 x 26 mm and stuffed with autologous graft and bmp. This nicely elevated to disc height and partially reduced the spondylolisthesis.. The patient tolerated the procedure well and there were no apparent complications.." On an unknown date post-op, patient alleged unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.